Event description:
It was reported while using bd plastipak¿ syringes damaged products would lead to leakage. There was no report of patient impact. The following information was provided by the initial reporter: team reported an issue with the 10ml syringes where the items have a hole or dent on the body. Some syringes are badly dented and the content of the syringe will leak past the bung at the point of the product defect.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo sample was provided to our quality team for investigation. Upon inspection of the product, damage in the barrel was observed. A device history review was performed for the reported lot 2111081, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused by a defect in the marking machine. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes damaged products would lead to leakage. There was no report of patient impact. The following information was provided by the initial reporter: team reported an issue with the 10ml syringes where the items have a hole or dent on the body. Some syringes are badly dented and the content of the syringe will leak past the bung at the point of the product defect.